Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen remained on longer than expected. Subsequently, the battery depleted and the pump ultimately shutdown due to normal battery depletion. Blood glucose level was 100-212 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.